Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: visual inspection shows several dents on the outer wrap near center of device. Unit was run with fluid at 1.2 l/min with 5 psi back pressure. Within 5 minutes, moisture was observed exiting the gas port. Unit was dissected which shows a large blood stain on the inside surface of envelope at outer wrap. Unit was vacuum tested which confirms one leak in envelope that matches up with the impact dents in outer wrap. It appears the leak in membrane was due to the physical damage to outer wrap. Investigation showed leak path was due to physical damage of the silicone oxygenator, which likely occurred after the product was released from distribution. Review of the device history record for this product shows that it met specification when released for distribution. Conclusion: reduced performance of the device occurred and was related to the event. Damage likely induced after being released to the field. Device changed out with no reported adverse patient effects.

Event description:
Medtronic received information that this silicone membrane oxygenator exhibited a leak at the gas connection site after 15 minutes of use. It was reported that this device had been primed for 1 week prior to use. The device was changed out 1 hour after observing the leak. During this period, the leak resulted in 5 ml in blood loss. The device was changed out with no reported patient complication.